Event description:
There was no patient impact associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2012: the pump was returned for investigation and evaluation revealed that keypad and force sensor issues were discovered during the product analysis. These issues had not been previously reported by the user.

Manufacturer narrative:
(B)(4): the initial complaint of multiple alarms for loss of prime could not be verified or duplicated during evaluation. Unrelated to the user complaint, several malfunctions or defects were discovered during investigation. Although the keypad was found to be intact, evaluation revealed that all keypad buttons were intermittently responsive during testing. There was evidence of keypad adhesive found under all button key contacts. The audio bolus button was unresponsive and the plunger was not aligned with the button contact. There was contamination on and round the audio bolus button contact. Contamination was found on the force sensor plate and the force sensor was found to be out of calibration. The battery compartment was cracked between the threading and the case seal. A pink and faded screen was noted during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.